Event description:
It was reported that the device was explanted after an implant duration of approximately 8.47 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to a perivalvular leak. The patient was also diagnosed with endocarditis (source noted as: strep viridans - dental), however, per the operative report of (B)(6)2010, "the patient's endocarditis was completely treated and subsequent cultures were negative."

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider, additional information and a copy of the operative report were received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.